Event description:
Damage to the pump housing surrounding the usb port was reported, impacting the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support arranged for the replacement of the pump, confirming the customer¿s shipping address and providing instructions for returning the problematic pump using a pre-paid label and return box.